Manufacturer narrative:
Product analysis: the balloon folds returned partially expanded at the proximal section but intact at the distal section. A kink was evident to the catheter body. An attempt was made to load a 0.035-inch guidewire, it was not able to pass the kink on the catheter. A tear was evident along the mid-section of the catheter body. The device was pressurized and liquid was noted escaping through the tear. Liquid was also visible leaking from the wire lumen port of the luer. No deformation was evident to the proximal balloon bond. Slight deformation evident to the distal tip that can be associated with use of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An in.pact admiral was intended to be used for treatment of a lesion in the superficial femoral artery. The device was prepped as per the IFU with no issues noted. No resistance met during delivery and the device did not pass through a previously deployed stent. It was reported after delivery of the product to the target lesion, inflation was performed, but the nominal pressure of 8atm could not be maintained. After removing the product, the hub was checked and a leaking contrast agent was observed. The device was replaced to complete the case. No patient injury.